Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. During the initial implant procedure, a type iiia endoleak was detected by angiography between the bifurcated stent graft and suprarenal devices before and after balloon touch-up. An infrarenal device was added at the junction then ballooned, and the leak disappeared per angiography. A bare-metal (non-endologix) stent was then implanted in the left common iliac artery (off-label use with adjunctive device) and the operation was concluded. Approximately one (1) month post initial procedure, endoleak residue was observed during follow-up computed topography (CT). The physician will continue to monitor the patient. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of intraoperative type iiia endoleak. The clinical assessment determined per one-month post implant CT scan that there was evidence to reasonably suggest type ii endoleaks (lumbar) occurred that were not included in the event as reported; a type ii endoleak is an anatomy-related event. In addition, the following contributing factors were identified: aortic neck measured 14.2mm diameter (IFU requires 18-32mm), non-concomitant use of non-endologix stent in the left common iliac artery at initial implant, and bilateral iliac diameters measured 9.4mm on right and 9.3mm on left (IFU requires10-23mm). Therefore, the event of postoperative type iiia endoleak is most likely user-related. Procedure-related harms for this event could not be determined, and the final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device iteration is afx2. Correction: g1-2 contact office, g4, h6; h6 patient code - remove 3191, h6 device code - remove 3190, h6 result code - remove 3233, h6 conclusion code - remove 11 and 22.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. During the initial implant procedure, a type iiia endoleak was detected by angiography between the bifurcated stent graft and suprarenal devices before and after balloon touch-up. An infrarenal device was added at the junction then ballooned, and the leak disappeared per angiography. A bare-metal (non-endologix) stent was then implanted in the left common iliac artery (off-label use with adjunctive device) and the operation was concluded. Approximately one (1) month post initial procedure, endoleak residue was observed during follow-up computed tomography (CT). The physician will continue to monitor the patient. As of date, there have been no additional patient sequelae reported. Additional information received per clinical assessment confirming the additional presence of a type ii endoleak from the lumbar artery.